Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two model 3186 leads from the same lot. It was reported that the patient had lost therapy. A sjm representative met with the patient on (B)(6) 2014 and confirmed impedances were high. Patient had revision surgery on (B)(6) 2014. Leads and anchors were removed and replaced with a different model lead. The patient is now reportedly receiving effective stimulation.